Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed by spiking the device into an in-house solution bag and repriming. The device was found to prime and flow with no issues noted. The inner diameter of the tubing was measured and was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "rubber piece" of a cysto/bladder irrigation set did not fit properly. The reporter stated that this caused a "loss of suction" and led to the set disconnecting. The set was being used for irrigation during a surgery. There was no patient injury or medical intervention associated with this event. No additional information is available.